Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, ¿materials that are contacting the patient¿s intact skin are not biocompatible." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient experienced two deep tissue injuries in the knee area while under therapy on arctic sun device and also stated two black areas have appeared where the edge of the arctic gel pad had been. Complainant believed that the treatment was completed. It was unknown what was done to treat the deep tissue injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced two deep tissue injuries in the knee area while under therapy on arctic sun device and also stated two black areas have appeared where the edge of the arctic gel pad had been. Complainant believed that the treatment was completed. It was unknown what was done to treat the deep tissue injuries.